Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise which resulted in auto mode switch episodes. The noise could not be recreated with isometrics. No intervention was performed. The patient was asymptomatic and would continue be monitored.